Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that the procedure was to treat the right external iliac artery with heavy calcification and 85% stenosis. The vessel was prepared and then the 6x100 mm absolute pro self expanding stent (ses) was attempted to be deployed; however halfway through deployment the roller would not rotate. Attempts were made to release the stent by opening the handle but this was unsuccessful. The whole delivery system and stent were attempted to be pulled out but there was resistance and force was applied. The stent separated and part remained in the healthy portion of the artery and the other part was removed with the delivery system. There was no disruption of flow so no further action was taken. The patient is stable as seen in follow up visits on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the heavily calcified and 85% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction with the heavily calcified and 85% stenosed anatomy during removal using force resulted in the reported difficult to remove and ultimately resulted in the reported stent material separation. As reported, the separated part of the stent remained in the healthy portion of the artery and the other part was removed with the delivery system. Reportedly, the 6x100 mm absolute pro self-expanding stent (ses) was attempted to be deployed; however halfway through deployment the roller would not rotate. Attempts were made to release the stent by opening the handle but this was unsuccessful. The whole delivery system and stent were attempted to be pulled out but there was resistance and force was applied. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Although it was noted the physician used force in the attempts to remove the delivery system and stent, this was due to the delivery system and stent being trapped within the patients anatomy therefore the force applied seemed to be a reasonable clinical response to the difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.